Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding during testing. The keypad was removed and all of the key contacts were inverted and did not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
The pt's mother reported that the up and down arrow buttons have to be pressed multiple times to elicit a response from the keypad. The buttons do not click or spring back. The reporter denies damage to the keypad or exposure to water.